Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-31699. It was reported that the patients cervical leads had migrated. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced.